Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. During implant, the physician encountered difficulty manipulating the helix noting it felt as if it was not rotating and was 'broken'. The lead terminal was cut and the outer sheath inserted over the lead to allow for removal and replacement with an alternate lead that was implanted successfully. No adverse patient effects were reported.